Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0mmx60mmx135cm (4f) fg sterling balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured during inflation. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.